Event description:
On (B)(6) 2011, the pt was treated for an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring the c3 delivery system. No complications were reported. It was noted that the gore grafts did not cover the left renal artery. The pt tolerated the procedure well. Postoperatively (within 30 days), the pt suffered left kidney infarction. Pt was reported to be stable. No further complications have been reported.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. As stated in the gore excluder aaa endoprosthesis instructions for use, complications that may occur and/or require intervention include, but are not limited to, embolization (micro and macro) with transient or permanent ischemia, and renal failure. (B)(4).